Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that post a myosure procedure on (B)(6) 2026, metal shavings were noted in the uterine cavity. During the procedure, the white cable cord was bouncing around, and the excessive torque warning was on the display throughout the procedure. The physician was reported to use force to cut the calcified fibroid. The physician removed the shavings with the outflow channel but was unable to retrieve it entirely. The patient is stable and did not require any additional medication or imaging and was not admitted after the procedure. Customer reported that the concomitant hysteroscope and outflow channel were examined for any damage and that none was observed no other information is available.